Event description:
Medtronic received a report that a Pipeline failed to open distally. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm with a max diameter of 4.1mm and a 5mm neck diam eter. The landing zone was 3.76mm and 4.1mm proximally. It was noted the patient's vessel tortuosity was severe. Dual antiplatelet therapy (DAPT) was administered. Angiographic result post procedure It was reported that the pipeline failed to open at the distal section while less than 50% had deployed. The device was not positioned in a bend, nor was it stuck in the capture coil. The pipeline was resheathed less than or equal to 2 times. Loading and unloading techniques were also attempted.  The Pipeline was not used for an indication that is not approved (off-label).  All devices were prepared as indicated in the IFU and no patient complications were associated with this event. Ancillary devices include a Traxcess guidewire,  Phenom 21 micro catheter,  Fubuki guide catheter.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 CFR Parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, Medtronic, or its employees that the device, Medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.